Manufacturer narrative:
(B)(4). Concomitant medical products: 00620205820, trabe metal mod cup multi-hole, 61879777. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 08477.

Event description:
It was reported that the patient was revised approximately six months post-implantation due to infection. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Cmp-(B)(4). Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2018-00863.

Event description:
No further event information available at the time of this report.